Event description:
The company was informed that the pt was experiencing poor performance with the internal device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.